Manufacturer narrative:
The lot number for the device was provided. The device history records will be reviewed to confirm that this lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that the pta balloon detached from the catheter shaft while being used to treat a stenosis in the left cephalic vein. Reportedly, the balloon was inflated once below rbp but above nominal pressure. Exact atm is unknown. There was no problem advancing the device and no resistance experienced at anytime during inflation. The balloon just detached upon inflation. The catheter was removed through the introducer sheath and the balloon was removed with a snare. Another pta balloon catheter was used to complete the procedure. There was no report of injury to the patient.